Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the cause of the hearing/pulling had not been determined. At this time, no further actions are planned to resolve the issue. The hcp was made aware.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was burning and pulling at the battery site regardless of stim on/off. Pt reports heating during recharging. Pt denies falls or motor vehicle accidents. Rep performed impedance checks and re-educated patient on use of device and re-charger. Suggested to pt to leave therapy off for several days to see if that resolves the issue. Pt reports that she has left the device off for a night and still experienced the same sensations. Pt was previously advised by another rep on how to decrease recharge intensity, wearing a layer of clothing between recharger etc to help with heating. Pt states this did not help. Pt advised that she is able to have the device removed if she so chooses and to contact her physician if this is her wish. Pt states that device does still help with her chronic leg and foot pain. Issue not resolved at this time.